Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to noise, but the date of explant is unknown. It is unknown if the lead was replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.